Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure mode could be due to "bent tooth on clamp". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: indications for use: the stat lock® device is a stabilization device for compatible catheters. Contraindications: known tape or adhesive allergies. Warnings and precautions: 1. Do not use the stat lock® device where loss of adherence could occur, such as with a confused patient, diaphoretic or non-adherent skin, or when the access device is not monitored daily. 2. Observe universal blood and body fluid precautions and infection control procedures, during application and removal of the stat lock® device. 3. Minimize catheter manipulation during application and removal of the stat lock® device. 4. Daily maintenance: a. The stat lock® device should be assessed daily and changed when clinically indicated, at least every seven days. B. If pad becomes soiled, wash with soap/water, saline or hydrogen peroxide. Do not use alcohol or prepackaged bathing systems, which could lead to early lifting. C. If showering/bathing, cover with plastic wrap or waterproof dressing. D. Conduct skin assessment prior to application and repeat daily per facility protocol. E. Use clinical judgment on the removal of the stat lock® stabilization device if the patient experiences any fluid shifts that may interfere with skin integrity.

Event description:
It was reported that the statlock would not stay locked but it was sticked to the patient and also the patient had to put the tape on the lock to kept in place.